Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient is experiencing ineffective therapy. It is unknown which lead is causing the ineffective therapy. As a result, surgery may occur in the future to address the issue.

Manufacturer narrative:
Date of event and patient weight are estimated. Additional components potentially involved in the event include: common device name: drg lead, model: mn10450-50a, UDI: (B)(4), serial: (B)(6), batch: 7974818.